Manufacturer narrative:
Product was received by zimmer biomet for investigation. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The oxford spherical cutters have discolored areas as stated in the complaint. The material analysis report suggests presence of organic matter and deterioration of the chromium nitride layer in the discolored areas and presence ofintact chromium nitride layer in the non-discolored areas. It was confirmed with the sales rep that the correct sterilization technique was being used, but it is believed that the products are not being decontaminated correctly after use. Any decontamination (cleaning) procedure that leaves organic material on the surface is likely to cause discoloration and corrosion of the instrument. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. Pn: 32-420331; review of device history records found these units were released to distribution with no deviations or anomalies. Pn: 32-420330; review of device history records found an unrelated deviation during the manufacturing process. The nonconformance was cosmetic and sent back to the supplier. Pn: 32-420329; device history records are unavailable for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported from the sales rep that the reamers used for oxford partial knee become discolored over time. No further information has been provided.